Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. A transmitter function tester was performed and passed. A review of the bin file was performed and an early sensor expiration was not found within the investigation window. The allegation was not confirmed. The probable could not be determined. No injury or medical intervention was reported.